Event description:
A malfunction was reported on the pump by the caller, who noted that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.